Manufacturer narrative:
Initial reporter: manufacturer's complaint investigator. Occupation: quality engineer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the suture string of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter broke during a percutaneous transhepatic cholangio-drainage (ptbd). The procedure was completed with another device. There was no consequence/adverse effect to the patient. Upon preliminary investigation of the returned complaint product, it was found that the hub had separated from the catheter. This report was created to capture this incidental finding from the investigation. Per the company representative, the hub was attached to the complaint device before it was sent back to the manufacturer to aid in the investigation of the suture breakage. Therefore, the date of event is unknown.

Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One 8.5fr mac-loc catheter was returned for evaluation in damaged condition. No biological matter was present on the device, with no abnormalities or additional surface damage noted. The mac-loc hub was broken at the base of the threading, such that the threading was still secure in the connector cap. The device was returned with the metal stiffener inserted through the cap, threading and into the tubing, but not through the mac-loc hub. The remaining portion of the mac-loc hub was connected only by the suture, as the hub appeared to have snapped off. The break appeared to have slightly jagged edges. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record revealed one relevant nonconformance in a similar device lot: 8454270 for a damaged mac-loc, in which the one affected device was scrapped. It should be noted that there was one other complaint associated with lot: 8454262 for an unrelated failure mode. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a likely cause can be traced to transport or storage of the device. It is likely that the complaint device was packaged for transport in an unbroken state and subsequently broke during shipment. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.